Event description:
Pt reports that while trying to administer her dose on (B)(6) 2018 that her device malfunctioned and none of the medication ended up injecting. It just squirted on her. Pt missed yesterday's dose as she didn't have a spare pen, per pt. Still has box with lot number and expiration date, but not on her, so unable to take that info. No other info is available. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: l40.52, l40.0.